Event description:
During investigation it was found that the bundled mount was fractured at the hex, but not the implant.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant with bundled mount for evaluation. Visual evaluation was performed, damaged markings on the implant due to the removal process was noticed. Fracture has been identified on the hex on the implant mount. No fracture identified on the implant. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the mount's hex. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4). D10: unknown ratchet wrench, lot number unknown.

Event description:
It was reported that while driving the implant into osteotomy 3/4 of way into osteotomy the ratchet experienced a snap. The carrier became loose. Removal of carrier showed breakage of hex portion in the implant recess. Retrieval was made. The implant was backed out of osteotomy and replaced. Tooth site #19 (universal).